Manufacturer narrative:
(B)(4).

Event description:
The transmitter (serial number (B)(4)/lot number 6000876) being used at the time of event was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had voltage. Functional testing and a pairing test was performed and the tests failed; however, it is unrelated to the customer complaint. A review of the shared data log did not observe errors in the log. The customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. Data log was reviewed for evaluation on 03/31/2017. Complaint for an unexpected g5 mobile application shut-off was confirmed. The root cause was determined to be a structured query language error (sql), post investigation.